Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a (B)(6)-year-old customer who obtained higher scanned values while wearing the adc freestyle libre sensor. On (B)(6) 2021, the customer experienced "retching and shaking" and were unable to treat themselves. Hcp contact was made and a sensor scan of 180 mg/dl with a vertical upward trend arrow compared to a blood glucose of 71 mg/dl on the hcp meter when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided intravenous glucose for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reproted a 13-year-old customer who obtained higher scanned values while wearing the adc freestyle libre sensor. On (B)(6) 2021, the customer experienced "retching and shaking" and were unable to treat themselves. Hcp contact was made and a sensor scan of 180 mg/dl with a vertical upward trend arrow compared to a blood glucose of 71 mg/dl on the hcp meter when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer was provided intravenous glucose for hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.